Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during dilatation in a heavily calcified, moderately tortuous lesion, the trek balloon ruptured at 24 atms. The catheter was removed and the procedure was completed using a rotablator. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). Balloon inflation above rated burst pressure. Eval summary: balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interaction with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use and/or physician technique. Reportedly, the target lesion was heavily calcified. It is possible that the balloon material was damaged (scratched) during interaction with other devices, and/or lesion calcification, such that the balloon ruptured as no damage was noted during preparation for use. Additionally, it is likely that the attempts to inflate the balloon to 24 atm likely contributed to the reported balloon rupture. It should be noted that the trek instructions for use (IFU) states, "balloon pressure should not exceed the rated burst pressure (rbp). The rbp is based on results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rbp. Use of a pressure-monitoring device is recommended to prevent over pressurization." A review of the finished product lot history record did not reveal any non-conforming material records for this lot. In this case, the reported balloon rupture appears to be related to the operational context of the procedure. All dilatation catheters are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rated balloon pressure and balloon integrity.